Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 23 jan 2026, arthrex was notified via email of a case study published on october 2024 by the hand surgical journal ¿clinical, radiological and dynamic CT results of scapholunate intercarpal ligamentoplasty for scapholunate dissociation.¿ the study reviewed 29 patients and identified scapholunate instability with interference and tenodesis screws in 3 patients during the 2-5 year follow-up period. It was identified that 1 patient experienced complex regional pain syndrome. Ref: athlani l, luc e, pauchard n, blum a, dautel g, gondim teixeira pa. Clinical, radiological and dynamic CT results of scapholunate intercarpal ligamentoplasty for scapholunate dissociation. Hand surg rehabil. Oct 2024;43(5):101762. Doi:10.1016/j.hansur.2024.101762.